Event description:
Procedural hysterectomy. According to the reporter: the account reports that the bottom of the bag broke open when being pulled through the incision. No device part fell into the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).